Manufacturer narrative:
Approximate age of device: 3 years, 2 months. The pump is still in use supporting the patient; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported pump stoppages as well as driveline disconnect and low speed operation alarms were confirmed through the evaluation of the submitted system controller log file. The log file captured several low speed events and a total of four pump stops. Low speed hazard alarms were active during all pump stops while driveline disconnect and low flow hazard alarms were also intermittently active. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise; however, a percutaneous lead wire compromise could not be confirmed based on the evaluation of the returned portion of the lead. A distal end percutaneous lead replacement was performed by a manufacturer¿s technical services representative and approximately 8 inches of the external portion/distal end of the lead was returned for further evaluation. The previously installed clamshell was present on the lead and electrical tape was also covering approximately 2 inches of the lead near the proximal end. Continuity testing revealed that all wires were electrically intact. The tape was removed and revealed a small superficial cut in the outer silicone sleeve approximately 5 inches from the metal connector. Upon removal of the clamshell and the outer silicone sleeve, the clear bionate was examined and appeared unremarkable along the length of the lead. Several areas of shield breakdown along the length of the lead were observed, which appeared normal for the duration of use. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following the distal end percutaneous lead replacement, the patient continued to experience pump stops. A modified (ungrounded) power module patient cable was provided to the patient. The patient is reportedly doing well at home on the ungrounded power module patient cable and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stop, driveline disconnect, and low speed operation alarms. There was no obvious external driveline/percutaneous lead damage other than a previous clamshell repair and electrical tape for a ¿tear in the silicone covering.¿ the patient was not symptomatic and was subsequently placed on battery power. Although the log file submitted to the manufacturer showed a pump disconnect event, the patient reported that he never disconnected the driveline, thus pointing towards a potential short-to-shield situation. Submitted x-rays were unremarkable. The manufacturer¿s technical services team evaluated the patient's driveline and performed phase interrupter/continuity tests. No broken wires were found. A driveline fracture was suspected within the bend relief area and a percutaneous lead replacement was performed. Post repair, the patient was placed on a grounded power module patient cable and experienced a pump stoppage after performing body movements. The pump stop was unable to be reproduced with palpitation of the external portion of the driveline. An internal short-to-shield issue was suspected. The hospital requested a modified power module patient cable from the manufacturer for the patient¿s use.